Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had rectal surgery because their rectum had ¿dropped out¿ and, when their turned the stimulation back on after the surgery, they lost control of their bowels. This occurred a little over a week ago. Using the programmer, it was determined the patient was on program 1 and the stimulation was on. The patient stated that they thought they told her to change programs. They then changed to program 2 and increased the stimulation to a point where they could feel it. It was reviewed with the patient to monitor their symptoms. There were no further complications reported or anticipated.